Event description:
The patient, who was traveling outside the patient¿s home country and was on a cruise at the time of the event, reported losing the controller for the insulin delivery system. The patient was unable to recall whether the pod was removed immediately after the controller was lost or whether removal occurred later at the hospital. After losing the controller, the patient attempted to transition to multiple daily injections; however, blood glucose levels continued to rise. The patient¿s spouse expressed concern that a bolus dose may have been missed, which may have contributed to a documented blood glucose measurement of 591 mg/dl (32.8 mmol/l). The patient subsequently became unresponsive and was admitted to a hospital, where the patient remained for approximately six days. The patient could not recall the specific dates of admission or discharge. Upon arrival at the hospital, the patient was diagnosed with diabetic ketoacidosis and received treatment that included intravenous therapy and injections. The patient was unable to recall whether the pod was still in place at the time of hospital presentation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.